Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only connector portion) was returned in one piece. Full breached outer insulation degradation was found distal to connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis. Degradation problem.